Manufacturer narrative:
H10: the actual device was received for evaluation. The visual inspection of the provided photos showed the product in the original packaging. A small red deposit was visible in the marked area. A small red point on the housing was visible. The measurement with the microscope showed that the size of the red spot was 0.152 mm². This is bigger than allowed according to the work instruction. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use and before opening the package of a polyflux 140h, a red foreign particle was observed. There was no patient involvement. No additional information is available.